Manufacturer narrative:
Manufacturer's investigation conclusion: superficial driveline damage could not be confirmed as the driveline is not available for investigation and no photos of the reported damage were submitted. A specific cause for the reported superficial driveline damage could not conclusively be determined through this evaluation. The patient had a few new ¿knicks¿ on their driveline, and tape was applied. The patient reported getting dust in the battery clips resulting in connection/contact difficulty and no external power alarms. The alarms resolved with cleaning; reference the battery investigation regarding the power alarms. The submitted log file was reviewed and found that the pump appeared to be functioning as intended. Atypical power cable disconnect, low voltage, and no external power alarms were intermittently captured due to the voltages of one or both power cables briefly fluctuating below their typical values; reference the battery investigation regarding these findings. The controller's backup battery appropriately powered the pump during no external power events. There were no other notable events or alarms captured in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 ¿system monitor¿ states ¿the system monitor displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial report of driveline damage: manufacturer report number 2916596-2021-01981. Additional reports of driveline damage: manufacturer report number 2916596-2021-03780; 2916596-2022-14407; 2916596-2023-00661. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a few new knicks on the driveline. Tape was applied. The log files did not contain any evidence of any type of driveline issues, the reported driveline damage appeared to be cosmetic only.